Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device, medical records and medical imaging; however currently none are available. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The explanted device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device has not been returned.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) and right common iliac (cia) artery stenosis with the implantation of an afx2 bifurcated stent graft, an afx infrarenal device, and a gore excluder (non-endologix) limb on an unknown date. This procedure was performed outside the approved indications for use, as it involved adjunctive devices that are not compatible with the afx system according to the device instructions for use (IFU). The gore excluder limb was placed from the right cia to the external iliac artery (eia), while the afx2 bifurcated stent graft was deployed via the left femoral artery (fa). The vela device was implanted proximally. Due to distal migration of the vela, a gore excluder 34x4.5 (non-endologix) cuff was placed proximal to the vela. The procedure was completed successfully with no observed endoleak. Three (3) years following the initial procedure, enlargement of the aneurysm sac was detected. Although contrast-enhanced computed tomography (CT) scans between postoperative years four and five did not identify a definite endoleak, the aneurysm sac rapidly expanded by approximately 5 mm, reaching a maximum diameter of 60 mm. Upon review of the CT images, stent kinking of the afx2 bifurcated stent graft and incomplete expansion of the vela device were observed. Additionally, a contrast filling within the stent graft was confirmed. Due to progressive sac enlargement, an open graft replacement was planned and performed at the treating facility. The exact date of the surgical intervention is unknown. The procedure was carried out via a midline laparotomy with a retroperitoneal approach. Upon opening the aneurysm sac, bleeding consistent with type 3a and type 3b endoleaks was found at the bifurcated stent graft suture line and at the junction between the bifurcated stent graft and the vela. No back bleeding was observed from the inferior mesenteric or lumbar arteries. The infrarenal aorta and both common iliac arteries were clamped. The bifurcated stent graft and vela were removed; however, removal of the gore excluder limb proved difficult, and it was left in place. A prosthetic graft was then anastomosed end-to-end to the infrarenal aorta and left cia. The right limb of the prosthetic graft was anastomosed end-to-side to the right femoral artery, successfully completing the procedure. The physician¿s opinion is that chronic abrasion from a heavily calcified aortic wall may have contributed to graft fabric damage in this patient. In this case, maldeployment of the cuff into the endoskeleton likely resulted in deformation of the stent framework and subsequent penetration to the graft fabric, causing a type 3b endoleak. Stenosis caused by deformation of the afx2 endoskeleton may have prevented adequate expansion of the relined stent graft, resulting in infolding.